Manufacturer narrative:
B2, h1 and h6 updated. Investigation summary: device in wrong position/hemolysis/mechanical interaction with blood: clinical reported labs pointed towards hemolysis possibly related to impella positioning however it was not confirmed if imaging revealed pump was in wrong position. Clinical mentioned pump was repositioned and urine returned to normal color and position was confirmed to be good. No product or data logs were returned. The cause of the mechanical interaction with blood issue was determined to be due to improper positioning as issue resolved after pump reposition. The cause of the device in wrong position issue was not established as insufficient clinical information was provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. A4 is unknown.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The patient began to experience a change in urine color, and laboratory findings were consistent with hemolysis. The pump was repositioned, after which the patient¿s urine color began to return to normal. The patient was subsequently weaned from the pump.